Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 508 mg/dl at time of incident and current blood glucose level was 508 mg/dl. The customer was treated with bolus through pump. The customer stated that they had low blood glucose in the morning and was treated with a candy and has been high ever since. Customer declined to perform high blood glucose. The insulin pump will be returned for analysis.